Event description:
Boston scientific received information that the patient experienced ventricular tachycardia (vt) episodes which this device converted by shock therapy. The patient then had conducted atrial fibrillation (af) which led to 7 additional innapropriate shocks and therapy exhaustion. No adverse patient effects were reported and the physician is using medication to try and control the patient rate.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.